Event description:
It was reported by service report that the cot was leaking fluid. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other: fluid leak at the piston shaft.